Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect user interface module (uim) was received by carefusion's factory service department. The reported issue was duplicated and isolated to a defective display assembly. The defective assembly was sent to carefusion's failure analysis laboratory and is awaiting further investigation. Once a final investigation is complete then a supplemental report will be submitted.

Event description:
The customer claims the touchscreen on this avea ventilator is unresponsive to touch commands and fails the touchscreen calibration. No reported patient involvement with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The reported event was duplicated the root cause is associated with component material fatigue within the touchscreen of the uim. This issue will be internally investigated within carefusion.